Manufacturer narrative:
Resmed was requested by a coroner located in (B)(6) to review device history and data logs for a patient who passed away in 2011. Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned. An evaluation of the device data logs found a system error 101 displayed twice in the month of march. Based on the information provided to resmed at this time we are not able to confirm if there is any connection between the reported death and the resmed device. Resmed reference #: (B)(4). Note: as per the user manual, "the vpap IV and vpap IV st are intended to provide non-invasive ventilation for patients with respiratory insufficiency or obstructive sleep apnea (osa), in the hospital or home." The vpap IV st is not indicated for use as a life-support device or by patient's who are dependent on ventilator therapy.

Event description:
Resmed was informed of a patient death that occurred in (B)(6) 2011. It was reported to resmed (B)(6) that a patient using a vpap IV st passed away while using the device. No information regarding the patient's medical condition was provided to resmed.

Manufacturer narrative:
No device was returned to resmed for investigation, however, the patient's hospital confirmed that the device passed its performance test. There is no evidence to suggest that the patient's death was related to the use of the vpap device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).